Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the stylet insertion was performed, the stylet passed through the coil lumen to the distal end of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the stylet was stuck inside the lead. When physician pulled to remove the stylet, the lead dislodged. The ipl was removed, replaced with a different lead, and the procedure was completed successfully.